Event description:
Patient had a ureteral stricture which was dilated and also had distal narrowing of the ureter from edema. The surgeon was unable to remove all of the stone fragments. During the case, the laser fiber tip (clear tip) broke off. During the end of procedure, fluoroscopy did not identify any retained foreign object. The laser fiber was returned to boston scientific for evaluation.